Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the lens display was scratched, rear top label was damaged, and the downstream and upstream sensor seals were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found mpu board clock battery internal was damaged and the clock battery internal was overdue. The most probable root cause was determined to be the mpu board, rear top label, and lens display damaged. The mpu board, rear top label, and lens display were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clock battery overdue (1537), small white artifacts beneath the lens, error code 1260 and a damaged rear label. The event occurred during testing, there was no patient involvement.